Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The battery was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that when the device was powered on for testing, it would start rebooting itself until the battery was removed. The reported failure was intermittent throughout the testing process. There was no pt use associated with the reported failure.